Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance value of 2,292 ohms was observed on contact 0 during an impedance check at 3.0 volts. No environmental, external, or patient-related factors contributing to the issue were identified. No additional diagnostics or troubleshooting were performed beyond the impedance check. The patient¿s therapeutic program does not utilize contact 0, so the high impedance value does not impact the patient¿s therapy. The issue remains unresolved, and no further information is available from the healthcare professional.